Event description:
During a ptca/stenting treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of the lad coronary artery, the quantum maverick monorail balloon was suspected to have ruptured at 14 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The quantum maverick monorail balloon was used to predilate the lesion prior to placement of the stent. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and successful stent deployment was confirmed via ivus. Balance guidewire (size unknown) and a mach1guide catheter (size unknown) were also used this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as "good"